Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The complete initial reporter facility name is hospital de bellvitge qx cma warehouse: general (1100) ed, new. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd."

Event description:
It was reported that the touchscreen did not work in an arctic sun device. Per review of wo on 26mar2025, there was no patient involvement. Per follow up information received via task on 25mar2025, it was scheduled for today to do an onsite visit for this device. Per sample evaluation results on 30may2025, the device had a lot of algae inside.

Event description:
It was reported that the touchscreen did not work in an arctic sun device. Per review of wo on 26mar2025, there was no patient involvement. Per follow up information received via task on 25mar2025, it was scheduled for today to do an onsite visit for this device. Per sample evaluation results on 30may2025, the device had a lot of algae inside.

Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is inadequate maintenance of the device. The device was evaluated upon receipt. The device has a lot of algae inside. It has been a long time since the last maintenance. Tank cleaned. The device passes all tests, and preventive maintenance is performed correctly. The instructions-for-use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per baw2800548 rev 3: cleaning and maintenance: routine cleaning and preventive maintenance should be performed on the arctic sun temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun temperature management system service manual for additional information. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.